Event description:
It was reported that the patient fell, broke their knee and 'screwed up their ankle,' on an unknown date. At that point the patient turned the ins off and left if off. On (B)(6) 2012, while recharging their device, the implantable neurostimulator (ins) turned itself on and 'went crazy.' It was noted that the patient thought they were going to be electrocuted. The patient was unable to turn their ins off using their recharger or programmer. The patient was advised to reposition the programmer over the ins and the patient was then able to turn their ins off. The patient was unsuccessfully reprogrammed on (B)(6) 2012 and therefore had x-rays performed to check for lead migration. The patient had an appointment on (B)(6) 2012 to discuss the findings of the x-rays. No further information was provided. Subsequent information, received on (B)(6) 2012, indicated that the patient had been working with their physician or manufacturer re presentative and had an appointment on (B)(6) 2012. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).